Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the output of the external pulse generator (epg) measured at an output of 4.5mv during ventricular pacing sensitivity testing, when it should have been 3mv. The caller was informed that the epg will no longer be serviced due to being older than five years of age. There was no patient involvement.